Event description:
Pt alleges receiving breast implants on 7/25/80. Pt also alleges consulting her dr beginning in 1985 because of hardening of left breast. Pt subsequently alleges aching and a lump beginning in 5/96. Physician note states left implant now firmly encapsulated and aching.